Event description:
New information received indicated that the lead was tested for noise and no noise was seen. Programming changes were made. Patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in for a cardioversion, which was completed successfully. Later in the clinic, intermittent periods of no pacing were noted on surface egm. The nurse stated this correlated to periods of pacing on the device. There was a single pacing lead impedance that measured low previously, as well as brief episodes of noise. The patient was sedated at the time of the event and was asymptomatic. It was suggested rerunning the test and test for lead noise. No further information available.

Event description:
New information received indicated that lead continues to be seen. Patient is scheduled for additional follow-up. Lead replacement is anticipated.

Event description:
New information received indicated that in may 2017, non-capture event were seen on event recordings. Patient was asymptomatic. At the time, lead revision was anticipated. On (B)(6) 2017, lead revision was scheduled for a new rv lead and new generator, as there was 9 months left for estimated longevity. During the procedure, it was noted patient has occluded subclavian vein preventing a new rv lead to be implanted. The generator was changed-out. Physician believed there was an issue with the generator or the set screw and not the lead. The rv lead was reused with the new generator. There were no complications; patient is well.